Event description:
It was reported that during a total knee replacement surgical procedure it was observed that the battery handpiece device had intermittent operation. It was reported that there was a five minute delay to the surgical procedure. It was further reported that an identical spare device was available and the procedure was successfully completed. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The previous report stated the device was returned and evaluated. However, the device was not returned for evaluation. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was found that the device ran very slow and inconsistently, the triggers were jammed and the device failed the leakage test. It was further noted that one of the ball bearings that was attached to the driving shaft was completely corroded and did not allow for the driving shaft to run freely. The assignable root cause was determined to be due to improper cleaning/care and possible immersion, which is failure to follow directions for use. This is further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.